Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement, endoleak, and vessel occlusion. The IFU warns, do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an aneurysm enlargement (unknown amount) was observed, and a proximal type I endoleak was suspected. On (B)(6) 2020, a reintervention placing an aortic extender component to treat the proximal type I endoleak was performed. (This was reported on MFR report # 2017233-2020-01480). When the aortic extender component was deployed, the left renal artery was covered unintentionally. During the attempt to restore perfusion of the left renal artery, the left renal artery was perforated by the guidewire. Therefore, the left renal artery was left occluded and the procedure was completed. The patient tolerated the procedure. Reportedly, because the proximal neck was very tortuous, two aortic extender component were placed. It is unknown which lot number (22293451 or 22293467) covered the left renal artery.